Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005462, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6005462 was manufactured according to the work instruction (wi) version 96 and packaging in the multivac m10 on 10-feb-2024, with a total of (B)(4) units. An extended for loose contamination was performed for the outgoing test 6(g). The sub-assembly: gluing connector of the lot 4b00680 was manufactured according to the wi version 37 and manufactured in the line l3, on 09-feb-2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4b01758 was manufactured according to the wi version 37 and manufactured in the line l3, on 10-feb-2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4b01759 was manufactured according to the wi version 37 and manufactured in the line l3, on 10-feb-2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4b01760 was manufactured according to the wi version 37 and manufactured in the line l3, on 11-feb-2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4b01761 was manufactured according to the wi version 37 and manufactured in the line l3, on 11-feb-2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4b01764 was manufactured according to the wi version 37 and manufactured in the line l3, on 02-feb-2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4a05611 was manufactured according to the wi version 37 and manufactured in the line l3, on 09-feb-2024, with a total of (B)(4) units. The sub-assembly: gluing connector of the lot 4a05610 was manufactured according to the wi version 37 and manufactured in the line l3, on 02-feb-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced infusion set insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. No further information available.